Event description:
During a coil embolization procedure to treat an aneurysm located in the ophthalmic artery, the trufill orbit complex fill 6x15 coil stretched, after the event another similar product was utilized to complete the procedure. No impact to the patient or consequences. Additionally, it was reported that the aneurysm was secular with a height of 9mm, width 8.5mm, neck 4mm, and neck to sac ratio 2:5:1. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was re-shaped prior to use with steam. No resistance was noted at any time during advancement of the coil through the mc. The mc was a prowler 14 (606-151x/13455359) that utilized to complete the procedure. The entire coil and delivery system was removed without any issues.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the trufill dcs orbit coil stretched during advancement into the aneurysm. The entire coil and delivery system was removed from the patient without any issues. The procedure was completed with the same microcatheter and another same type product. There was no impact to the patient. The target site was reported as an aneurysm of the eye artery. The height was 9mm, width 8.5mm and neck of 4mm. No balloon remodeling was used. The microcatheter (mc) used for delivery was a prowler 14. It was reshaped by steaming and an adequate continuous flush was maintained through the mc at all times. There was no resistance or friction during delivery of the coil through the mc. The mc was not repositioned while the coil was deployed out of the distal end. It was reported that the cause of the stretching is not known. There is no further procedural information available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The embolic coil was received unraveled and stretched with the rest of the product. The support coil was out of the introducer, it presents with waves that appear to have occurred during the handling of the unit when it was returned for evaluation. The introducer was unzipped. The hypotube presented kinks. No other anomalies were observed during the analysis. The gripper was inspected under microscope and no anomalies were observed. The embolic coil was also inspected and kinks were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13469684 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was confirmed with analysis of the returned device. The cause of the failure reported and the damages on the hypotube could not be conclusively determined. Inspections are in place to prevent these types of damages leaving from the facility. Additionally, neither the analysis nor the DHR review suggests that these damages are related to the manufacturing process. It is possible that procedural factors including aneurysm characteristics and device manipulation during use may have contributed to the event; however, based on the available information, no conclusion can be made the cause of the stretching of the coil cannot be determined; therefore no corrective actions will be taken at this time.